Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer reported tni results of <0.017 twice was obtained on the affected sample and indicated that the result was acceptable. Siemens remotely inspected the instrument data and reviewed the tube manufacturer's recommended centrifuge speed and time with the customer. As per siemens instructions, the customer replaced and aligned the reagent 2 (r2) and reagent 3 (r3) probes. Then, the customer ran a system check test and quality controls (qcs), resulting acceptably. The customer reported that they observed a piece of metal in the r2 probe when replacing the component and did not provide the component further investigation. The customer also replaced the sample probe and the reagent 1 probe. The cause of the discordant, falsely elevated tni result is unknown. Siemens is investigating the issue.

Event description:
A patient sample was tested for cardiac troponin (tni) on a dimension exl with lm instrument and the instrument produced results flagged with "process error". The sample was repeated on the same instrument, resulting in a discordant, falsely high tni result. The result was reported to the physician(s) and the patient was sent to an alternate laboratory. The sample was automatically repeated on the same instrument and another result with "process error" was obtained. The sample was repeated again on the same instrument, resulting in lower tni results. The same sample was repeated on an alternate advia centaur cp instrument, matching the results obtained on the initial instrument. A correct result was reported to the physician, but it is unknown which results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high tni results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00476 on 24-aug-2018. Corrected information (04-sept-2018): siemens further investigated the instrument files and did not find evidence that the repeat result of 0.91 ng/ml was obtained on the initial instrument for this patient sample. The result observed in the instrument files is 0.19 ng/ml. Additional information (04-sept-2018): the instrument files show that the sample was repeated 4 times after a process error was obtained on the sample, resulting in <0.017 ng/ml. Siemens determined that sample identification for the affected sample is (B)(6). Siemens further investigated the instrument files and observed a process error for short sample. Based on further investigation, siemens determined that the customer does not handle specimens according to the sample tubes manufacturer's instructions for use and that there were no other reports of discordant results on other samples. Siemens monitored the instrument's performance and determined that a sample handling issue, sample aspiration issue, or the malfunctioned reagent 2 probe potentially contributed to the discordant, falsely elevated tni result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (tni) result of 0.19 ng/ml was obtained on a patient sample on a dimension exl with lm instrument. The sample was repeated on the same instrument, resulting in a process error. The sample was repeated four more times on the same instrument and the same result (<0.017 ng/ml) was obtained on the patient sample. The sample was repeated on an alternate instrument, also resulting lower.